Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the electrodes. The patient's doctor instructed the patient to adjust his garment straps. Follow-up indicated that the patient's irritation was improved.